Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. A couple of days after the surgery, the patient experienced reaction with skin blisters, weeping, followed by hyperpigmented scar. Redness can also be seen. Chlorhexidine was applied prior to incision. Additional information has been requested.